Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were x-rays taken to locate the needle piece(s)? I don't think there was any radiographic exploration. Was there any additional tissue damage as a result of searching for the needle piece? The removed of the needle was done without any consequence for the patient. The following information was requested, but unavailable: when was the needle detached/pulled off from the suture (during handling or during use on the patient)? Please specify what measures were taken to retrieve the broken piece? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the lot number involved is rkaqas.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2022 and suture was used. During the procedure, the needle pulled off from the thread. They had to looking for the needle inside the patient, the needle was retrieved, and there was a delay in the procedure. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 3/30/2022. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational narrative: one opened box with twenty-four packets of product code: jv989 was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strands to detect any issue related to no defects were observed during evaluation. Functional test was performed, and the pull force meet the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information requested, the following was obtained: additional event information received: the lot number is rkaqas. The customer is not able to check. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/25/2022. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.. Additional information was requested and the following was obtained: - the issue occurred once. No patient consequence. - no further information can be provided by the customer. The lot reported by the customer is rkaqas and they are no further information because the product as already been return.